Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced chest pain, shortness of breath and a pericarditis. A pulsed field ablation (pfa) procedure was completed with a farawave catheter. The day after the procedure, the patient reported chest pain and shortness of breath. The patient was started on ibuprofen and cause was traced to pericarditis. No further information was provided.